Event description:
According to the nurse's notes, while pressure was being applied to right groin with c-clamp over artery, client bent left leg and moved slightly. At this point, the disk over the client's right artery shattered causing the disk to release pressure over the area. The disk shifted and the side of it masked into the client's leg.